Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. We observed a longitudinal balloon rupture in this catheter. We were able to properly flush the irrigation lumen and inflation lumen. We did not observe any stretching of the catheter lumen. There was no indication that the balloon rupture was related to manufacturing. As stated in the IFU, the arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material ( eg. Chronic clot, atherosclerotic plaque ). This catheter is not designed to withstand the additional pull force needed to remove these materials. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature from this lot number. There was no harm to the patient because of this balloon malfunction. The surgeon used another tuftex over-the-wire catheter to complete the procedure.

Event description:
The balloon of the tuftex over-the-wire embolectomy catheter burst during an embolectomy procedure. There was no harm to the patient because of this incident.